Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the spare lamp turning on could not be identified. However, it¿s likely the cause is related to a faulty xenon lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii xenon light source, it flashes when the light source turn on and then error "spare lamp" occur. The issue was found during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there was a problem with the xenon lamp. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.